Event description:
The company received a report where it was claimed that the tube developed an air leakage after three days of pt use. The source of the leak was not identified. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
(B)(4) is not distributed in the us; however this is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k791045. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.